Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple drawers were sticking and becoming increasingly difficult to open and close during normal operation.there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.